Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue. Service required alarm conditions occurred indicating the blower and detachable battery need to be replaced. These issues would not affect the device's ability to deliver therapy as designed. During the evaluation the detachable battery door was found to be physically damaged and needs to be replaced. The device's tubing, blower bellows and machine flow sensor were found to be contaminated and will need to be replaced.